Event description:
It was reported that while using bd vacutainer® serum blood collection tubes, there was stopper pop off with 4 tubes. There was no patient impact reported. The following information was provided by the initial reporter: "the morning of (B)(6) 2023, I received sichuan university west china hospital wenjiang branch health checkup center blood collection nurse on the goods number 367812 lot number 2326046 vacuum blood collection tubes - red head tube complaint, the customer complained that in the process of blood collection, the sudden 1 red head tube cap off, resulting in splashing blood samples. The cap was skewed in the needle holder, and the customer also found 3 loose caps when testing the same plate of red tubes."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off was observed. Additionally, 29 retention samples from bd inventory were evaluated by functional testing] and the issue of stopper pop off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes, there was stopper pop off with 4 tubes. There was no patient impact reported. The following information was provided by the initial reporter: "the morning of (B)(6) 2023, I received (B)(6)health checkup center blood collection nurse on the goods number 367812 lot number 2326046 vacuum blood collection tubes - red head tube complaint, the customer complained that in the process of blood collection, the sudden 1 red head tube cap off, resulting in splashing blood samples. The cap was skewed in the needle holder, and the customer also found 3 loose caps when testing the same plate of red tubes."

Manufacturer narrative:
E.1 initial reporter addr 1: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.